Event description:
Boston scientific received information that during a device check, this right atrial (ra) lead had high thresholds. The physician suspected the ra lead was dislodged and a revision procedure was performed to successfully reposition the lead. The ra lead continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.